Event description:
Caller reported a recurring tandem mobi cartridge alarm over the past week and a half. According to the customer, the issue did not cause the blood glucose level to exceed 500 mg/dl. Cts confirmed the cartridge alarm and decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery, and cts sent a replacement pump with updated software. Cts provided instructions on how to put the pump into storage mode and steps for handling the replacement pump, which the caller understood and acknowledged. The caller was instructed to return the problematic pump using the provided ups return box and pre-paid label within ten days.